Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was foggy image.

Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. Alleged failure: foggy image. Probable root cause: ¿ cables. ¿ hdmi cables. ¿ connectors. ¿ digital board. ¿ power supply. ¿ filter / fuse. ¿ ac inlet board. ¿ main board. ¿ transition board. ¿ intermittence between transition board and ch connector. ¿ software. ¿ camera head (sensor, sensor cable). ¿ coupler (dust on optics, scratched optics, broken / shifted lenses, focusing mechanism, endoclamp, zoom ring). ¿ problem toggling light source. ¿ connected monitors. ¿ leaking. ¿ poor grounding (e.g camera head connection from cable to transition board.). ¿ no/incorrect communication with light source. ¿ soaking cap disconnection during sterilization. ¿ electromagnetic interference (emi) from rf communication, hf surgical instruments, esd, or power surge. ¿ cybersecurity attack. ¿ pendulum ch inertial measurement unit (imu). ¿ incident light from surgical scene is reflected by coupler/ch window. ¿ use error . The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was foggy image.